Manufacturer narrative:
H10: a philips field service engineer (fse) was dispatched for onsite support. The fse replaced the defective lan cable and identified that the speaker failed.the fse replaced the speaker to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the audio was not working at the central station after a software upgrade was performed. The device was in use on a patient. There was no report of patient or user harm.